Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic procedure, the surgeon was able to press the green button but was unable to squeeze the handle. The device did not fire using two reloads. Another reload and handle were used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic colorectal procedure, during rectal anastomosis, the surgeon was able to press the green button but was unable to squeeze the handle. The device did not fire using 2 reloads. Another reload and handle were used to complete the case. There was no patient injury.